Event description:
As reported by the edwards field clinical specialist, during the transfemoral tavr procedure the 23mm sapien transcatheter heart valve was deployed canted and in a too aortic position causing moderate to severe paravalvular leak. A second sapien valve was successfully implanted resolving the pvl. Per report, after the first valve was deployed there was moderate to severe pvl noted. The valve was further analyzed on the long and short access via transesophageal echocardiogram (tee). An aortic root injection showed the valve was canted and positioned high on the left coronary cusp. It was determined a second valve was needed. The second valve was prepped and deployed 2 strut lengths more ventricular than the first valve. Post deployment tee confirmed the second valve was deployed in the correct position, with reduced pvl and no central aortic insufficiency. Additional details of this event have been requested, however to date, no additional information has been received.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and paravalvular leak are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient (severe native valve calcification and moderate aortic root calcification) and procedural factors (less than optimal coaxial alignment and image intensifier angle) likely caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. The two serial numbers for the implanted sapien valves were received from the implant patient registry (s/n (B)(4)). However to date we have not been able to confirm which valve was implanted first and therefore unable to determine which valve to report on the 3500a form. The 3500a form will reflect an "unk" serial number.